Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital ((B)(6) hospital). There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k982541. Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were subjected to functional tests. All samples passed testing with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve of four devices. No adverse impact was reported regarding the patient or user.